Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. No new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. No new lead was implanted. It is unknown if the lead will return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment: additional information indicates this lead was implanted as part of a temporary pacing system. The lead is implanted to a pacemaker adhered to the outside of the patient's body. This specific implant was performed to provide backup pacing during the implant of a tavr heart valve procedure. The lead was explanted in the days following the tavr procedure. No additional adverse patient effects were reported.this information makes this event no longer reportable, please disregard report #2124215-2022-31104.